Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint for this serial number ((B)(4)) was confirmed (reference: MDR number 3006260740- 2019-00034). Device has not been received, at this time.

Event description:
Per biomed - the scanner is not holding a charge/abrupt shut off.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the scanner is not holding a charge/abrupt shut off is confirmed. The root cause of the reported issue is the internal battery failed. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint for this serial number ((B)(4)) was confirmed (reference: MDR number 3006260740- 2019-00034)

Event description:
Per biomed - the scanner is not holding a charge/abrupt shut off.